Event description:
Serial number not provided. Diopter power unknown; manufacture and expiration dates unknown. UDI unknown. Damaged haptic after implantation the doctor noticed the trailing haptic was separated at tip. The doctor removed the haptic piece from the eye. Patient health impact: no health consequences or impact.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - corrected to no additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No product was returned and serial number was unavailable for investigation. The exact root cause of the event was not determined. Based on available information, we believe this event was not caused by our product quality.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending the completion of the product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Serial number not provided. Diopter power unknown; manufacture and expiration dates unknown. UDI unknown. Damaged haptic after implantation the doctor noticed the trailing haptic was separated at tip. The doctor removed the haptic piece from the eye. Patient health impact: no health consequences or impact